Event description:
I am using the dexcom g7 within all guidelines of the product. The dexcom g7 keeps consistently losing bluetooth connection to my insulin pump and keeps getting a little worse as the days go by. This has caused blood sugars in the 300-range due to my insulin pump not getting my current blood sugars. I used the dexcom g6 before this switch and that almost never lost connection and I am not doing anything different as far as locations I am using for the cgm (continuous glucose monitoring) and pump. This seems to be a very common issue for people using the dexcom g7 gcm (glucose continuous monitoring).